Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+2.0/077 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not yet been returned.

Manufacturer narrative:
Device evaluation: lens was returned in a microcentrifuge vial. Visual inspection found haptic bent. (B)(4).